Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/damage) issue. It was noted that the battery compartment was found to be cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: review of the black box revealed evidence of post-delivery motor power supply fault alarms (128-fb80 and 128-fe80) on 15-jul-2018. On investigation, the pump powered on normally using the returned battery cap, which secured properly to the pump. Electrical current draws were measured and found to be within specification. The battery compartment was confirmed to be cracked with moisture leakage at the site of the crack. There was evidence of moisture inside the battery compartment and in the interior compartment of the pump on multiple printed circuit board components including the motor boost circuit components. A battery life issue or 128-f alarm was not duplicated during the investigation.